Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted, she has been experiencing a long streak of light off to the left and right of every light source she encounters. She indicated that her night driving is greatly affected to the point that she does not feel safe. She reported that she was using lubricating drops as a treatment, but it did not help her vision. Additional information was requested.